Event description:
While performing bench service for the device, an authorized bench technician noted that the unit had logged multiple therapy pca failures in the status log. There was no patient involvement.